Event description:
The physician was attempting to use endeavor resolute (rx) drug-eluting stent to treat a severely tortuous and severely calcified lesion in the lad with 80% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with 50% stenosis remaining. It was reported that the resolute integrity stent dislodged in the middle of the lad when the physician was attempting to remove the device. It was reported that the stent was intertwined with the delivery system. The device was removed from the patient with the use of a snare. The physician concluded that the event was due to calcification and tortuosity. The physician replaced a new one of the same model and size to complete the procedure. It was reported that the patient appeared overall ok post procedure and no further patient complications were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Conclusions: device not returned. (B)(4).